Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.0x15 mm otw mini trek dilatation catheter referenced, is being filed under a separate medwatch report. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat a lesion in the saphenous vein graft (svg) to obtuse marginal (om) with heavy tortuosity, a 2.0x12 otw mini trek dilatation catheter and a 2.0x15 otw mini trek dilatation catheter were both used multiple times for dilatation during the procedure. The 2.0x15 otw mini trek dilatation catheter was advanced without resistance and a couple of inflations were performed and the balloon was deflated. During removal of the 2.0x15 otw mini trek dilatation catheter resistance was felt with a whisper ms guide wire. The whisper ms guide wire could not be removed from the 2.0x15 otw mini trek dilatation catheter so both devices were removed from the patient anatomy as a single unit. A non-abbott guide wire was advanced and a non-abbott stent was advanced but could not cross the lesion. The non-abbott stent was removed and additional dilatation was performed and a 2.5x12 mm non-abbott stent was implanted successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.